Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿lost contact¿ and was not able to perform telemetry. An x-ray was performed to ¿verify if the equipment was turned¿ and the x-ray showed ¿it was confirmed indeed.¿ there was no ¿health damage¿ and no medical or surgical intervention was required. There was no hospitalization, permanent or temporary damage, and no patient death. Additional information was received that clarified that the distributor confirmed that the device was upside down. However, the physician involved in the case indicated that he was sure the device wasn¿t upside down. The hcp reported that the patient went through a lead repositioning previously and when the procedure occurred, the hcp observed that the ins was correctly positioned. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer (via the manufacturer representative) reported that an emergency charging procedure (physician recharge mode) was performed successfully on (B)(6) 2014. At that date, the battery was empty after the neurostimulator was normally recharged. The neurostimulator entered end of service (eos) after the patient tried turning on the device. As a result of the eos, the patient was without therapy, experiencing less than 50% therapy relief, and was feeling pain. The patient began to feel the pain that had been helped with the therapy. A summary report of the device obtained on (B)(6) 2015 verified the neurostimulator was at eos and that there were no electrodes out-of-range. There was no medical or surgical intervention needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. The doctor was requesting a new device. The device replacement surgery was planned to be done on (B)(6) 2015 because it was in eos mode. The "defective" neurostimulator would be sent back pending health plan approval of the new device, and when the process of the replacement was done. The patient's diagnosis was failed back syndrome.

Manufacturer narrative:
(B)(4).